Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they lost their front tooth from using byte aligners. They had bone loss and gum issues. Should not of had aligners and they will possibly need implant per their last dental visit. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.